Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of failure to alarm. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the complaint could not be duplicated. The pcb was inspected, and it was found to be free of corrosion and visible defects. The battery was missing and therefore replaced. The unit has been recertified per procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit is not alarming during occlusion.